Event description:
It was reported that pump experienced malfunction and displayed malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully completed reset, and confirmed that malfunction did not recur; customer was advised to continue using pump and to call back if issue occurred again, and acknowledged understanding of these instructions.